Event description:
A customer contacted baxter's technical service center to report a system error 2240 alarm with the homechoice (hc) machine during the drain cycle. Per the initial report, the technical service representative (tsr) cleared the error and informed the home patient (hp) of the error's meaning. The hp stated that their catheter had come apart, while sleeping. The tsr assisted the hp to end therapy and advised to contact their nurse. Corporate product surveillance (cps) spoke with the home patient. The location of the leak was at the patient connector/catheter adapter, which came apart. The leak was noted when the drain cycle was almost complete. Baxter's technical service center assisted the home patient in ending the therapy early. The home patient confirmed there was no patient injury or medical intervention associated with this incident and that he has been continuing with therapy as usual. The patient called his nurse the next day. The hp continues to use the same patient connector/catheter adapter and ensures that the connections are not loose. The hp stated that he was given antibiotics in his supply bags as a precautionary measure. He continues to perform therapy as usual. Cps contacted the patient's nurse in 2009. Per the conversation with the nurse, the patient's catheter separated from the catheter adapter/transfer set interface. The nurse stated that the patient uses a plastic adapter and that it had become loose and unscrewed leading to the disconnection. The patient was given prophylactic antibiotics and has continued therapy using the same adapter/transfer set. There was no patient injury and the lot number of the transfer set is unknown.

Manufacturer narrative:
The sample is still in use by the customer.